Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and identified that the system did not boot up when tried to turn on manually. Review of system log file identified the flexvision pc malfunctioning. The philips field service engineer (fse) went onsite and confirmed the reported issue. Upon troubleshooting, the flexvision pc didn¿t respond. The fse replaced the flexvision pc and hard drive. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the malfunction of flevision pc as it failed to boot up. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.